Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a connection problem between the left ventricular (lv) lead and the cardiac resynchronization therapy defibrillator (crt-d) was observed. It was noted there was likely a loose setscrew and the lv lead was repositioned while the patient was still on the table to correct the connection issue. The crt-d and lv lead remain in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.